Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case and represents the esheath used in the case. Please reference related manufacturer report no: 2015691-2016-00275. The esheath was returned to edwards for evaluation. Upon visual inspection, slight damage was present at the distal tip, scratches were present along the sheath shaft, a small crease/compressed area was present on the sheath shaft approximately 5.5¿ from the distal tip, and the sheath liner was folded in approximately 6¿ from the sheath distal tip. The liner was fully expanded and no abnormalities were observed. No dimensional testing or functional testing could be performed due to the returned condition of the device (expanded sheath liner). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. During the manufacturing process the esheath undergoes 100% manufacturing and quality inspections. These inspections support that it is unlikely a manufacturing non-conformance related to the device complaint. The complaint for resistance with delivery system was unable to be confirmed. No manufacturing non-conformances and no labeling inadequacies were identified. Vessel tortuosity and degree of calcification can affect the force required to push the delivery system through the esheath. Available information suggests that characteristics of the patient¿s access vessel may have contributed to the report. The complaint for withdrawal difficulty through sheath was confirmed based on the returned condition of the device (presence of vasculature on sheath). No manufacturing non-conformances and no labeling inadequacies were identified. The device was returned with the delivery system distal tip not fully retracted into the sheath. It is possible that the thv or components of the distal delivery system were caught on the patient vasculature when withdrawal was attempted. It is also possible that access vessel calcification and tortuosity contributed to the withdrawal difficulty since these may have interacted with the sheath shaft during withdrawal of the sheath. Available information suggests that patient and procedural factors may have contributed to the event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, the patient¿s access vessel mld was 4.9x6.2mm and of borderline size for the 14fr esheath, and had mild calcification and moderate tortuosity. Based on the available information, these characteristics, in addition to device manipulation, may have contributed to the events reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
While inserting a 29mm sapien s3 valve and commander delivery system through a 16 french esheath, significant resistance was felt at the level of the rcfa-reia. Significant force was applied and the delivery system was able to be advance through the esheath. There was significant tortuosity in the abdominal aorta and a straight segment was challenging to locate. A very acute bend of the delivery system was noted prior to mounting the balloon and valve. Valve alignment was completed and the valve was placed in the native annulus, however the balloon markers were noted to be approximately 1-2mm distal to the stent. The valve was again aligned with manipulation of the device and with the fine adjustment wheel. During valve deployment, the balloon failed to inflate. No contrast extravasation from the balloon was noted. Blood came into the atrion chamber when pulling negative. The valve was removed from the annulus and pulled into the esheath. Resistance was felt upon removal of the valve, delivery system and esheath as one unit. The entire system was able to be remove from the body, but the ilio-femoral vessel was noted to be wrapped around the esheath once removed. The patient became hemodynamically unstable. An aortic occlusion balloon was advanced to the abdominal aorta and an 8.0 peripheral balloon was placed in the common iliac artery. Four units of packed red blood cells were infused and the patient became hemodynamically stable. A vascular surgeon came and anastomosed an 8.0mm ringed gortex endograft from the common iliac to the distal femoral artery. The patient's distal extremity had blood flow. The patient left the hybrid or hemodynamically stable. The delivery system was noted to have a distal flex catheter separation. The delivery balloon catheter was noted to be kinked in two location. The delivery balloon was noted to have perforated. The esheath had native ilio-femoral tissue circumferentially wrapped on the esheath.